Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low inspiratory pressure" message. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "low inspiratory pressure" message. It was reported that the patient's mask was replaced, but the issue was not resolved. The device was then restarted, and the breathing parameters were adjusted, and the staff reported that the mask could be correctly worn. Investigation is ongoing

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the hospital's equipment department resolved the issue by replacing the mask and adjusting the parameter settings of the ventilator; the device returned to normal status. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.